Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Healthcare professional reported with the description of defective lens. Additional information has been requested.

Manufacturer narrative:
Corrected information was provided in d.4. Additional information was provided in h.3., h.6. And h.11. No intraocular lens (iol) or device returned. Only carton and packing lists (p&l's) returned. No root cause identified as no iol, or device was returned for evaluation. The reported complaint is lacking in relevant information such as the type of defect/issue observed. Due to the lack of information and the lack of sample, we are unable to determine a root cause for the reported complaint. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).